Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of analyzer maintenance, a search for similar complaints, and a review of labeling. The analyzer maintenance history showed the ict module had been changed in (B)(4) 2012, but quarterly maintenance was last done on (B)(4) 2011. An abbott field service representative was dispatched and found a loose screw on the 1 ml syringe. Sodium results were acceptable after this issue was addressed. No adverse trend was identified associated with this issue. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency or malfunction of the system was not identified. The high sodium results were due to a loose screw on the 1 ml syringe.

Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated sodium result for one patient sample. The architect generated an initial sodium result of 163 and a repeat sodium result of 140. Abbott field service was dispatched and found a loose screw on a syringe. The screw was tightened to resolve the issue. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false positive result (B)(4), no consequences or impact to patient. A follow up report will be submitted when the evaluation is complete.